Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8 596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl (1000 mcg/ml at 600mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported a volume discrepancy occurred with an actual residual volume (arv) of less than 0.5 ml and an expected residual volume (erv) of 2.6ml. The hcp mentioned that the prior refill had a volume discrepancy as well but did not provide details. No symptoms were reported. Follow-up was being conducted to obtain when the prior volume discrepancy occurred, troubleshooting performed, and cause of the volume discrepancy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the device found a reliability non-conformance of the pump with miscellaneous overinfusion ¿ undetermined root cause. During testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300ul/day). The pump was to be subjected to long term dispense and weight testing, using the last known infusion rate from full to empty. If additional analysis findings are received, a follow-up report will be sent.

Event description:
Additional information was received from the healthcare provider (hcp) indicating the pump was removed on (B)(6) 2015. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Conclusion has been updated.